Event description:
The customer biomed director reported that acuity central station ed1 had gone down. His attempts to restore operation had so far been unsuccessful. Tech support assisted the customer in restoring operation. The customer temporarily lost the ability to monitor some patients from a central location. There was no patient harm as a result. The customer biomed director did not provide any patient identifiers of patients connected to the system.

Manufacturer narrative:
We do not expect to receive the device back for evaluation. We have downloaded the device logs, which will be sufficient to investigate the report. We have not yet completed our investigation.